Event description:
As reported, a physician attempted to deploy a 5f mynxgrip vascular closure device (vcd) in the left groin and reported having trouble with pulling the balloon so he deflated and pulled the whole thing out and held manual pressure. A 6/7f mynxgrip vcd was also used in the right groin. While attempting deployment, the sealant came right out when the physician pulled the white straw and deployment system back and held manual pressure. The sealant appeared to be adhered to the wire and tamping tube. The procedure used an antegrade approach. The deployer is mynx certified. The sheath manufacturer was non-cordis. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm. There was little presence of pvd/calcium in the vicinity of the puncture site. The mynx vcd was stored and prepped according to IFU instructions. The balloon did not lose pressure.the device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. There were 3 sheath exchanges prior to the use of the mynx device. The patient was a bilateral groin access for bilateral iliac procedure. The devices are available for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Device information updated: device catalog number, lot number, expiration date, manufacturing date, primary unique device identification (UDI) number.

Manufacturer narrative:
As reported, a physician attempted to deploy a 5f mynxgrip vascular closure device (vcd) in the left groin and reported having trouble with pulling the balloon, so he deflated and pulled the whole thing out and held manual pressure. A 6f/7f mynxgrip vcd was also used in the right groin. While attempting deployment, the sealant came right out when the physician pulled the white straw and deployment system back and held manual pressure. The sealant appeared to be adhered to the wire and tamping tube. The procedure used an antegrade approach. The deployer is mynx certified. The sheath manufacturer was non-cordis. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm. There was little presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The mynx vcd was stored and prepped according to instruction for use (IFU). The balloon did not lose pressure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. There were 3 sheath exchanges prior to the use of the mynx device. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ associated with the reported complaint was returned for investigation inside a plastic bag. Upon visual inspection, the shuttle was observed to be engaged to the black handle. The syringe was connected to the device, and the stopcock was in the open position. The sealant and the advancer tube were in their manufactured positions, while the balloon was fully deflated. Additionally, the procedural sheath was not returned for evaluation. No other anomalies or damages were observed during the visual inspection of the device. Dimensional analysis was performed on the unit to verify the distance between the shuttle tip and the inflated balloon, and it was noted to be within specification. The reported event of ¿sealant-sealant dislodged¿ was not observed through analysis of the returned device since the sealant/advancer tube were still in their manufactured positions, indicating that deployment had not been initiated as reported. The exact cause of the issue experienced could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the sealant dislodgment event reported since the returned device did not match the event. It was reported that ¿the sealant came right out when the physician pulled the white straw and deployment system back,¿ and based on this description, this would have occurred after deployment of the sealant and advancer tube on the shaft. Since the sealant and advancer tube were still in their manufactured positions in the shuttle, it is highly unlikely that this event occurred with this device. However, as it was reported that the sealant came out when the physician pulled the white straw (advancer tube) and system back, it is possible that user error contributed to the sealant dislodgement reported due to possible incomplete removal of the device (removing the catheter and advancer tube from the patient at the same time). Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. It should be noted that failure to hold the advancer tube in place and/or if a proper position of the tamping tube was not maintained during catheter removal from the patient, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.